Event description:
Rapid medical ltd. Received a complaint report originating from france regarding a tigertriever revascularization device used during a mechanical thrombectomy procedure. The device was used in conjunction with a rebar 18 microcatheter and an asahi chikai 0.014" microguidewire. Following the procedure, the operator reported observing what was described as an abnormal deformation at the distal tip upon device removal. A visual inspection by the reporter suggested possible separation or unwinding of distal wires. No patient injury, no adverse clinical outcome, and no procedural complication were reported in connection with this event.

Manufacturer narrative:
It is noted that the rebar 18 microcatheter is not among the microcatheters validated for use with the tigertriever per IFU. Use of non-validated ancillary devices may have introduced procedural variables that contributed to the reported observation. Additionally, details regarding the number of passes performed, whether resistance was encountered, and whether any torque was applied to the device, all of which are relevant to device integrity per the IFU warnings, were not available at the time of this report. The device was not retained following the procedure and is therefore unavailable for physical inspection or independent technical evaluation. In the absence of the device, the reported observation cannot be independently verified, and root cause cannot be confirmed. Rapid medical ltd. Is conducting an investigation including review of manufacturing and quality control records for the relevant lot. No similar complaints have been identified in the current complaint trending period that would suggest a systemic issue. A supplemental report will be filed if the investigation yields findings that require updated assessment.